Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined follow-up troubleshooting with Tandem Technical Support, therefore no additional information could be obtained.

Manufacturer narrative:
In use at the time of the event:CGM model: G6.Mobile OS: Android / Android Galaxy A53 5G / 2.3 / Android 16.